Event description:
The homecare provider reported the following info: (1) a nurse at a nursing home rec'd a liquid oxygen burn to her left hand after filling a portable unit from a c31ll. (2) reportedly, the quick connect froze open on the c31ll after fill and leaked liquid oxygen (3) the nurse attempted to roll the unit outside when the wheel on the roller base snagged on a rug, or other object, causing the unit to tip and leak liquid oxygen. (4) the nurse sought medical attention but the severity and treatment are not known. However, she claims she has no feeling in her left hand. (5) the c31ll has been in pt use since the incident with no additional problems reported. The home care provider can not confirm whether or not the nurse has been trained on liquid oxygen equipment.